Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml gablofen at an unknown dose via an implantable infusion pump for an unknown indication for use. It was reported that the patient presented to the emergency room with symptoms of withdrawal. The patient was admitted on (B)(6) 2017. The hcp decided that the pump was old enough to replace. The pump was interrogated on (B)(6) 2017 and showed no signs of motor stall or malfunction. The pump was replaced. The hcp was going to send the pump in to the manufacturer for analysis. It was unknown if the issue was resolved at the time of the report. The status of the patient at the time of the report was "alive-no injury." No further complications were anticipated/reported.